Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the instruments on arms 1 and 4 of the patient side cart (psc) was not working properly. The surgeon could not fully close the jaws and there appeared to be a blockage. Prior to calling the technical support engineer (tse), the customer had replaced the drapes, replaced the instruments and restarted the system without success. The technical support engineer (tse) was unable to view system logs since there was no onsite connection. The tse asked the surgeon to check the hand control assignments on the surgeon side cart (ssc) and ensure the universal surgical manipulators (usm) are assigned to the appropriate master tool manipulators (mtm). The surgeon had the arms 4-1 and arms 2-3 configuration controlled by the mtm. The tse had the surgeon confirm that all disks were spinning properly, and no drape were stuck between sterile adapter (sa) and carriage. The tse guided the surgeon to install the same instruments from arms 1 and 4 onto arms 2 and 3. The instruments worked fine. The tse asked the caller to install only the endoscope on arm 1 and the other instruments on the other arms. However, arm 4 was still not working properly. The tse had the surgeon perform a hard power cycle with the emergency powered off (epo) breakers, but the issue remained. The procedure was aborted with no reported injury. The surgeon performed laparoscopy the following day. Intuitive surgical inc. (Isi) contacted the clinical sales representative (csr) to obtain additional information regarding this event. It was the first operation after the official system maintenance. The system was not controlled right before the operation by the operation team. The patient was under anesthesia. The trocars were placed, and instruments inserted but the procedure had to be aborted after 1.5 to 2 hours. There were no patient complications. The patient was operated on the next day by laparoscopy with no harm or impact.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. A foreign object was hanging on the left master tool manipulator (mtm) magnet. It was impossible to close them correctly. After removal, the system was working well. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.